Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 810:11 alarm was confirmed by baxter personnel during product evaluation. The assignable root cause could not be determined. The pump was returned unrepaired for the reported condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. This condition had the potential to interrupt delivery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.